Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: (B)(4) investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from the affiliate in japan that during an arthroscopic rotator cuff repair for shoulder procedure on (B)(6) 2023 .that the 5.5 healix advance kntls had two each of the ortho cords and perma cords were used for inside. Suture bridge technique was performed on the outside with the anchor in question. It was double kites, so that two sutures were loaded into each kite. However, the anchor¿s tip cracked when the moment the front small kite was pulled out. It was supposed to be threaded without any problems because the length of the suture threaded through the small kite was shortened. The suture was removed from the implant, and it loaded to a new anchor. There was no problem with the other anchor with the same product code used on the outside. The surgery was completed successfully within 30 minutes delay. There was no harm to the patient. No additional information was provided.